Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) decreased to 31 mg/dl while eating. Customer did not know the cause. Customer continued to eat to address low bg; however, it was necessary for mother to help customer eat as she was feeling faint. Customer declined to upload pump data so that tandem technical support could review.